Event description:
A surgeon reported that several days following implantation of an intraocular lens (iol) a pt presented with decreased vision. The pt underwent a total vitrectomy. A culture of the vitreous was positive for staphylococcus epidermidis. The association between this event and the iol is not known. Additional info has been requested.